Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products: associated MDR # 1225714-2013-01973.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-01973 and 1225714-2013-01974. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
Information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated mfg. Report number(s): 1225714-2013-01973 and 1225714-2013-01974.